Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no medical intervention, or surgical delay.

Manufacturer narrative:
H2: device evaluation d4: add full UDI (correction) h6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was no medical intervetion, or surgical delay.